Event description:
It was reported that the patient experienced a "local inflammatory response with erosion" in response to the implanted antibacterial envelope. An intervention was conducted and the device was explanted via full capsulectomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.